Event description:
On 12/01: customer reports (B)(6) female having a stent placement procedure when the fluoro failed. Pt was moved to another room for completion of the procedure. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.